Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was at the pool and the pump may have gotten wet. Several days later, the pump touchscreen became unresponsive. Customer's blood glucose was 354 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.